Event description:
The lens did not exit the delivery device correctly. The lens was removed from the original incision. The replacement pmma lens required a larger incision.

Manufacturer narrative:
See MDR 1920664-2009-00156 for the delivery device used with this intraocular lens.